Manufacturer narrative:
An intuitive surgical inc. (Isi) field service engineer (fse) went on site and replaced universal surgical manipulator (usm) 4. System was operational and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure that recoverable faults occurred against universal surgical manipulator (usm) 4. The staff tried two different instruments, with the same result of failed engagement. The intuitive tech support engineer (tse) reviewed the system logs and found a motor issue reported against usm 4 axis 6. The tse had the site reseat the sterile adapter and watch for the discs to spin. The site stated that all of the discs spun, except for the top left disc. The site did a hard power cycle of the patient side cart (psc), but the issue remained. Intuitive followed up with the site's clinical sales rep (csr), and was advised that the issue was resolved by converting to a new patient side cart. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis and confirmed errors. The reported problem of the arm having recoverable faults was confirmed as having occurred in the field and replicated. Log review recorded error 23062. The unit was tested on an in-house system in normal mode; error 23062 was triggered. The unit failed the carriage direction test.

Event description:
Refer to h10/h11 for follow-up information.